Manufacturer narrative:
Vyaire file identification: (B)(6). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable). As of this time, there is no information about patient involvement associated with this reported event.